Event description:
It was reported that during a pump replacement due to nearing end of life the hcp was not able to aspirate the catheter. They cut part of the old pump segment and attempted to aspirate and did not get anything back. The catheter was not replaced. A new pump segment was connected; 35.5 centimeters of a new catheter was added. The pump was delivering bupivacaine and morphine.

Manufacturer narrative:
Product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: (B)(4).